Manufacturer narrative:
Device MFR date: battery pack - 10/2007. Battery pack - 10/2007. Device evaluations of battery pack and battery pack have been completed. The reported problem was confirmed. The cause of the faults was defective battery cells within the battery pack. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the final download from the last pt to use this battery pack. This meant that the battery pack was used for greater than twenty-four hrs. This means that the pt continued to use a depleted battery for hrs after the expired runtime alarms sounded. The defective cells were replaced. The battery pack was retested and restocked. Battery pack was fully functional. It was retested and restocked. No adverse event resulted from the faulty battery pack. The pt rec'd a replacement battery pack.

Event description:
The download from a female pt revealed "battery charger fault" flags. Further review of the download showed that the pt was letting both battery packs drain before charging them. Lifecor customer support contacted the pt and exchanged the pt's battery packs.